Event description:
It was reported that during an unknown procedure, the staple row was not complete. The instrument locked out during use. The device was used with a tr45w (lot # t4v554u) reload. There was no adverse consequence to the patient.